Event description:
Customer stated the device was reading high and they went to the hospital. The hospitals device read 128mg/dl and the lab result was 85mg/dl. The customer was kept for observation. Customer stated may have given insulin at the hospital. Controls were out of range. A request was made for the return of the suspect device and replacement product was sent.